Event description:
During the surgery, pars plana vitrectomy with 25 gauge cannula, the cannula broke in half with the broken tip remaining in the anterior vitrous base of the eye. It was determined that the risk of removing the piece of plastic exceeded the risk of retention. According to the MFR, the plastic cannula is a polyimide material, usp class vi.